Event description:
It was reported that 117 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.5mm, 75% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stenting of a taxus express2 8.8% 3.50x8mm drug eluting stent in the target lesion. There were no complications. The pt was discharged 11 days later on plavix and aspirin. After the procedure, the pt expired after experiencing cardio pulmonary arrest. There was no autopsy. In the opinion of the physician, the relationship of the pts death to the taxus is unk.

Event description:
It was reported that target leison 1 was 6mm long with residual stenosis of 0% post stent placement. The day after the initial procedure the pt underwent trans-esophageal echocardigraphy which did not reveal any thrombi. The pt experienced non-sustained ventricular tachycardia. The next day the pt underwent cardioversion and 3 days post procedure underwent biventricular aicd placement. The hosp course was complicated by severe anemia requiring blood transfusion. Computed tomography scan showed no retroperitoneal bleed. The pt was started on ace inhibitor which was complicated by elevated liver enzymes. This was felt to be related to altace. The pt's symptoms gradually improved and she was discharged. The primary care physician informed the site that the pt had expired and no further info was available.